Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.